Event description:
It was reported a pericardial effusion with tamponade occurred and the patient passed away. A left atrial appendage (laa) closure procedure was being performed. Two watchman access systems (was) and two 21mm watchman laa closure device and delivery systems (wds) were used. Initially a double curve was and 21mm wds were used. The closure device was deployed, but did not meet the release criteria so the closure device was fully recaptured. Then a single curve was placed and a 2nd 21 mm wds was attempted. The closure device was deployed, but was too proximal, so it was fully recaptured. At this point, the patient developed symptomatic hypotension and a pericardial effusion with cardiac tamponade was visualized on transesophageal echocardiogram (tee). Pericardiocentesis was performed and approximately 800ml of bloody fluid was drained. Surgery was performed to stabilize blood pressure and a 1cm laceration was noted at the base of the laa which was repaired. The physician felt this was a result of the recapture process for the first 21mm closure device. The patient was stabilized but was in critical condition in the intensive care unit (ICU). The patient remained in the ICU on a ventilator and blood pressure support medications. The following day, the physicians observed the patient had no gag reflex and their pupils were fixed and dilated. An anoxic brain injury occurred. The physician had a discussion with the patient's family and the family wished to withdraw care. The patient was extubated and passed away shortly after. It was noted that the cause of death was listed as cardiac tamponade.